Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a perforation and pericardial hemorrhage during a right ventricular (rv) lead implant attempt. During the procedure, the lead exhibited unstable thresholds so the physician repositioned the lead inside the right ventricle. When measuring the values in the new position, the lead would not pace at maximum outputs. In addition, the helix mechanism of the lead would not work. An x-ray was performed and the pericardial hemorrhage and perforation was discovered. The lead was explanted and the procedure was stopped. Once the lead was explanted, it was determined that the helix mechanism was working properly. It is suspected that the helix issue may have been caused by the perforation. No further patient complications have been reported as a result of this event.